Event description:
It was reported there were red fault screens a few times, even after re-boot.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The error log indicated that both f2 and f6 faults occured on the last day of use, the "red screen" reason for return. The unit was repaired. Applicable software and hardware upgrades were performed. The unit was repaired and passed final testing and was recertified for use. End of report.